Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: seven (7) devices were received for evaluation. Visual inspection was performed using the naked eye which observed that the housing was malformed which caused the coil cap to separate from the housing for all samples. This would render the device unusable and the device would be discarded; the customer has the option to replace with new supplies. The reported condition was verified. The cause of the condition was due to extreme heat temperature during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified damage to the "outer part" of seven (7) large volume infusors. There was no patient involvement. No additional information is available.